Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing that resulted in the delivery of inappropriate anti-tachycardia pacing (atp). This crt-d system also exhibited high pacing impedance measurements. Technical services (ts) was consulted and recommended measuring the amplitude before adjusting the sensitivity settings. Ventricular tachycardia (vt) and ventricular fibrillation (vf) detection was extended to reduce the chance of inappropriate therapy. This crt-d system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing that resulted in the delivery of inappropriate anti-tachycardia pacing (atp). This crt-d system also exhibited high out of range pacing impedance measurements. Technical services (ts) was consulted and recommended measuring the amplitude before adjusting the sensitivity settings. Ventricular tachycardia (vt) and ventricular fibrillation (vf) detection was extended to reduce the chance of inappropriate therapy. Additional information was received, and this crt-d was explanted and replaced. At this time, this crt-d has not returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) had been explanted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing that resulted in the delivery of inappropriate anti-tachycardia pacing (atp). This crt-d system also exhibited high out of range pacing impedance measurements. Technical services (ts) was consulted and recommended measuring the amplitude before adjusting the sensitivity settings. Ventricular tachycardia (vt) and ventricular fibrillation (vf) detection was extended to reduce the chance of inappropriate therapy. Additional information was received, and this crt-d was explanted and replaced. At this time, this crt-d has not returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. This report is being submitted as additional information was received that this cardiac resynchronization therapy defibrillator (crt-d) had been explanted.